Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. After being inserted into the patient¿s body, reversed blood occurred when the left atrium was entered. The issue was resolved by changing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another one. The procedure was completed without patient's consequence. Device investigation details: the device investigation has been completed which included a device history record (DHR) review. A device history record was performed for the finished device 00001605 number, and no internal action related to the complaint was found during the review. Still no device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Based on the completed mre, the h4. Device manufacture date has been populated with 3/25/2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: it was noticed that field g1. Manufacturer site city, was misspelled in the 3500a initial medwatch report as ¿irivine¿ and has now been corrected to ¿irvine¿.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. After being inserted into the patient¿s body, reversed blood occurred when the left atrium was entered. The issue was resolved by changing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another one. The procedure was completed without patient's consequence. Additional information received indicated there is no report about the physical damage on the device. The hemostasis valve (gasket) did not break into two or more separate pieces or become detached from the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was being used on the patient when the issue occurred. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed, but hemodynamics were not compromised due to bleeding. Blood return was described as ¿a few drops¿, but the exact amount is unknown. No medical intervention required to stop the bleeding.